Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced non patient needle separating from the holder luer/adapter/hub. The following information was provided by the initial reporter. The customer stated: it was reported that when retracting the needle, it went through the back of the butterfly and fell to the ground. I was drawing blood on a patient. When I withdrew the needle and pushed the safety button that retracts the needle (preventing a needle to stick injury) the needle retracted straight through the back of the butterfly and the exposed needle fell to the ground. I was able to pick up the needle by the tubing and dispose of it in the sharps container.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and functional testing with the issue relating to barrel separation was observed with 1 of the 100 samples. Furthermore, 30 of the samples were subjected to a retraction-lock-out test as well as a visual inspection for damaged barrels with no defects being observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode barrel separation. The root causes of the barrel separation failure mode was attributed to a combination of out of specification front barrel components, and worn elements found within the assembly process. Both failure modes have since been addressed and corrected. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced non patient needle separating from the holder luer/adapter/hub. The following information was provided by the initial reporter. The customer stated: it was reported that when retracting the needle, it went through the back of the butterfly and fell to the ground. I was drawing blood on a patient. When I withdrew the needle and pushed the safety button that retracts the needle (preventing a needle to stick injury) the needle retracted straight through the back of the butterfly and the exposed needle fell to the ground. I was able to pick up the needle by the tubing and dispose of it in the sharps container.